Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged occlusion issue was verified in the black box but not duplicated in the evaluation. Review of black box data showed a couple of occlusion alarms with high force on the date of the complaint. Deliveries were resumed a little over 4 hours later in both incidences. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercises were executed without incidences. The pump delivery accuracy and the force sensor calibration reading were within specifications. Audio and normal bolus exercises were delivered and recorded correctly. Unrelated to the complaint, vertical lines were observed on the display screen and the battery compartment was found to have cracked at the case seal.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was over 500 mg/dl with nausea, extreme thirst and excessive urination. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. The reporter alleged an occlusion issue with the pump. Customer support agent reviewed the event with the reporter. It was reported that the issue persisted with tubing and cartridge changes, and the reporter was able to manually prime the cartridge after it was removed from the pump. Review of use techniques for infusion set and cartridge indicated instructions for use were followed. Troubleshooting was unable to resolve the reported occlusion issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged occlusion issue of unknown causes.